Event description:
Customer reported he had high blood glucose of 469 mg/dl. Customer stated that at the end of the day his blood glucose was 260 mg/dl and in the morning his blood glucose was down to 93 mg/dl. Customer treated high blood glucose with manual injections. Customer stopped using the device because he was running out of supplies and customer felt the device was not working. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. The device passed high pressure test. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-16447.